Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex tpe1000, an external fluid leak and puncture was observed. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was received for evaluation. Visual inspection of the set showed a crack at the level of the support plate / dialysate port. A pressure test was performed and a leak at the dialysate port was observed. The reported condition was verified. The cause of the leak was due to the crack. The cause of the crack was due to shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.